Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced delayed gastric emptying. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012 by prof (B)(6). Delayed gastric emptying and dysphagia had been initially reported as of (B)(6) 2013. Diagnostic endoscopy on (B)(6) 2013 revealed a single suture visible in the esophagus. Patient returned to hospital on (B)(6) 2013 for endoscopy that revealed two beads (titanium encased magnets) to be visible in the esophagus. The linx device was found intact. Endoscopic removal of four beads internal to the esophagus occurred (B)(6) 2013. The remaining device remains implanted. The patient is recovering without complication. The surgeon reported a relatively difficult dissection at the posterior esophagus. Due to concerns of a perforation from ths dissection, prior to placement of the linx implant, methylene blue was administrated to determine if any communication between the laparoscopic surgical site and the esophageal lumen existed; none was observed.